Manufacturer narrative:
Tandem¿s t:slim g4 pump user guide indicates: ¿never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer accidentally delivered insulin while being connected to the pump during the fill tubing process. Reportedly, the customer was connected because she thought the fill cannula process was being performed. The customer delivered 23.6 units of insulin and reported a blood glucose (bg) of 394 mg/dl. The customer drank a lot of sugar water to avoid bg from dropping low, which resulted in a high bg of 587 mg/dl. Due to this issue, the customer went to the emergency room (ER) for 6 hours. The customer left the ER being stable and with a bg of 214 mg/dl. Multiple attempts were made by tandem technical support to obtain information about how bg was treated in the ER; however, no additional information was provided.